Manufacturer narrative:
Additional information : the device was received for evaluation. A visual inspection was performed with naked eye with no issues noted. Functional testing including leak testing, clear passage testing and clamp function testing were performed with no issues noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported problem was not verified. The cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set leaked; further reported as leaking fluid from the distal end (away from the catheter) at "the juncture¿. This was observed during replacement of the patient's dressing. There was no damage or disconnection observed. The transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.